Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 05-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation. It was reported that the tubing for the laser application system was damaged. It was noted that the unit malfunctioned at the connector on the output side of the connector. It was noticed that a crack appeared in the tubing after a few minutes of pumping saline where a minor leak was observed that made contact with the pump. To continue the procedure, as the flow was insufficient for ablation, the tubing set was replaced with a new kit. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.